Manufacturer narrative:
(B)(4). This complaint is for a report of user error. The caregiver was unsure in which step of therapy the patient was connected. It is possible the patient was connected after therapy was initiated. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is use error. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver (cg) contacted baxter's technical service center requesting assistance with the home choice (hc) machine. The cg stated that she called the nurse (rn) and the rn assisted to get the home patient (hp) connected. The cg stated she could not remember what the hc said when the hp connected. The technical service representative (tsr) advised the cg to follow up with the rn. On (B)(6) 2011, product surveillance contacted the cg who stated the hp connected after therapy started. The cg confirmed the nurse was contacted regarding the event. The cg stated she was advised not to connect the hp when there could be contamination issues with the supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.